Event description:
A patient had received a partial knee arthroplasty, which was performed using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee implants. The patient experienced some pain at approximately 30 days post-operatively. The pain eventually subsided. At the 90 day follow up, the surgeon noticed that the follow-up x-ray showed an anterior tibial fracture, which had healed.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted by mako surgical. The anterior tibial collapse was the reason for the patient's pain. The fracture healed by the 90 day follow up visit, and the patient's pain had subsided. The surgeon reviewed the x-ray and determined that no medical intervention is required. The rio case session files were also reviewed. All values were found to be within acceptable tolerances, and the data suggest that the rio operated as expected.